Manufacturer narrative:
Zimvie complaint number: (B)(6). A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation. A fractured screw was found inside of the implant. Upon follow up, the customer was unaware of the fractured screw.